Manufacturer narrative:
The reported difficult or delayed positioning, positioning failure, entrapment of the device, gripper actuation, and poor imaging could not be tested in the testing environment as it was related to operational context/and or return condition of the device (the clip was returned detached). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported difficult or delayed positioning, positioning failure and poor imaging was due to challenging patient anatomy. The reported clip caught on chordae (entrapment of the device) appears to be due to procedural conditions. The reported gripper actuation issue and patient effect of tissue damage was a cascading event of the entrapment of the device. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. Based on available information, the mitral valve tissue damage was due to the reported entrapment of the device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report entrapment of device, tissue damage, surgical intervention, prolonged hospitalization and delay. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted pre-existing flail and a huge prolapse. Imaging was difficult due to a rotated heart. A clip delivery system (cds) was advanced to the mitral valve, and the clip was positioned in the lateral a2/p2. However, there was resistance during advancement due to anatomical challenges. Additionally, grasping was difficult due to the pre-existing flail and huge prolapse of the leaflets. Therefore, the clip was to be re-positioned, but one of the gripper arms was entangled with the chordae. The gripper arm could not fully go down, and a chordal rupture was observed causing a delay in the procedure. The decision was made to perform open heart surgery. During surgery, the clip was cut out and the valve was replaced. The chordal rupture were surgically treated, reducing mr to less than 1. The patient is stable and will remain hospitalized. No additional information was provided.